Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2010 - pt underwent repair of bilateral hernias two bard kugel patches were placed. On (B)(6) 2010 - it is alleged that the pt suffered injuries related to the device.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The attorney's report alleges that pt was implanted with two bard kugel patches for bilateral hernia repair and that three months later suffered unspecified injuries related to the device. No specific failure mode has been alleged and medical records have not been provided. We have contacted the initial reporter to request add'l info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has rec'd to date. If add'l event and/or evaluation info is obtained, a follow up MDR will be submitted. See MDR 1213643-2013-00232 for info related to the other bard kugel patch alleged to have been implanted on (B)(6) 2010.